Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On this same day, the patient was treated with reflin 1gm intraperitoneal (ip) once in a day, tobramycin 40mg ip once in a day and heparin 500units ip three times in a day. It was unknown if the event of peritonitis resolved. At the time of reporting, the patient continued therapy with reflin, tobramycin and heparin. The root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.